Event description:
Patient had cooling pad on knee per protocol after a total knee replacement. Rn caring for patient identified that the device was not cooling. Machine was inspected by biomed. Range on machine is set for 5-7 degrees celsius, however when machine was tested it was at 15 degrees celsius.what was the original intended procedure?total knee replacement.device #1is this a laboratory device or laboratory test?no.